Manufacturer narrative:
The user facility stated that the device did not malfunction. The device performed as intended. The patient contacted the manufacturer on (B)(6) 2012 and reported a "pustular outbreak on the nose". The treatment was performed on nose and cheeks. The patient did not report any issues on the cheeks. The patient did not report any issues on the cheeks. The patient did not report "scarring" or "orange peel skin" to the manufacturer. The device user facility stated that the patient cancelled a follow up appointment due to improvement in the reported symptoms.

Event description:
This report is in response to medwatch report (B)(6) submitted by the patient that received the laser genesis treatment of redness associated with rosacea. The patient reported to the manufacturer that the patient experienced "a pustular outbreak" on the nose the next day after the procedure. The manufacturer contacted the user facility, the user facility reported that the patient experienced and exacerbation of the pre-existing condition of rosacea. Heat is a known rosacea "trigger". Rosacea (acne rosacea) is a persistent skin disorder that produces redness, tiny pimples, and noticeable blood vessels, usually on the central area of the face. The cause is unknown. Typical symptoms include redness, small visible blood vessels, and small pimples that appear on the cheeks and nose. ((B)(4)). The device user stated the device performed as intended. There are no issues with the device.